Event description:
It was reported that the ilet user experienced persistent hyperglycemia after the pump had stopped dosing due to an out-of-insulin alert and then resumed therapy following a full supply change, with subsequent guidance to continue infusion and allow additional time for glucose to decline. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by reports of excessive thirst, urinary frequency, and dry mouth. Outcomes included blood glucose decreasing to 275 mg/dl and trending down with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and characterized as not reverting to alternative therapy once ilet stops dosing, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.